Manufacturer narrative:
The subject generator was returned with the integration unit (p/n 909080). No accessories were returned. No alleged malfunction was reported. Both units were tested and found to operate within specifications.

Event description:
According to the customer contact in the biomedical department, the event occurred in 2009, not reported until four months after. The facility was sold and good sequestered. Two patients complained of being shocked during an electrosurgical procedure.